Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. Water filters were being replaced once every two years; however, it was instructed to replace the filters once every two months. Despite this instruction, the user facility staff continued to use the water filters improperly. The issue occurred during reprocessing, and the intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it is judged that the subject event was due to the user¿s handling of the device due to prolonging replacement of the water filter. The events can be detected/prevented in accordance with the following instructions for use: chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿. Olympus will continue to monitor field performance for this device.